Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: visual investigation: the received kirschner wire is not a depuy synthes product and does not correspond to the reported device with product code 292.120.01. There is an unknown imprint on the device and the diameter measures 1.19 mm instead of the required 1.25 mm of our product. Dimension: target dimension of diameter 1.25 +0/- 0.03 mm. Actual dimension of outside diameter 1.19 mm / fail. The root cause was identified during the performed customer quality evaluation as user related and therefore the in the investigation flow listed remaining investigation steps, document/specification review and dimensional inspection are not required. No manufacturing related issue was identified and/or confirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient underwent an open reduction internal fixation (orif) surgery for a distal radius fracture. During the surgery, the surgeon tried to insert a kirschner wire into the distal area of a variable angle (va) locking compression plate (lcp) two-column volar distal plate using a guiding block. However, the wire interfered with the plate and could not be inserted. After the surgery, it was confirmed that the k-wire could pass through the plate directly. But when they tried to use the k-wire on the guiding block directly, sometimes the k-wire would not pass through. Also, when used in combination with the tightly connected guiding block and plate, the k-wire could not pass through them too. The surgery was completed successfully although it was not reported how the surgery was finished. The surgery was delayed by less than thirty (30) minutes. There was no adverse consequence to the patient. This report is for one (1) k-wire. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.